Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician attempted to use a graftmaster stent to seal a perforation that occurred during a procedure to treat a chronic total occlusion of the proximal left anterior descending (lad). The graftmaster did not seal the perforation. The physician then unsuccessfully used a second graftmaster with prolonged balloon dilatation. The patient underwent an emergency CABG and surgical treatment for the perforation. The patient's current condition is unk.